Event description:
Customer reported an erroneous high reticulocyte test result of 1.53% was obtained for one pt sample when using a coulter lh 780 hematology analyzer. The test results were not accompanied by an instrument generated message. The erroneous test results were reported out of the lab. The test results were determined to be erroneous when compared to retesting performed using two coulter lh 750 hematology analyzers which provided lower reticulocyte% and retests on the same coulter lh 780 hematology analyzer, which also provided lower reticulocyte% results. Corrected report was issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The instrument was within quality control specifications with respect to controls and reproducibility. Controls were run before the incident and recovered within assay limits. On (B)(4) 2010, the field service engineer performed reproducibility and verified instrument performance to specifications. Raw data analysis was conducted. Raw data analysis determined that the algorithm performed as expected. The pattern of the test with the erroneous high reticulocyte% appears to have more cells in the reticulocyte zone. This could be due to a failure in the ghosting process. Root cause could not be determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.